Manufacturer narrative:
Upon review of the alarm trace, an abnormal aspiration error was observed. There were also daily alarms which indicated an issue with the water bath level sensor and that the water reservoir level was too low. A photometer check was performed and was within acceptable limits. Calibration and controls were acceptable. The complained patient sample was repeated five additional times, resulting in albumin values of 44.0 g/l, 44.1 g/l, 44.6 g/l, 43.6 g/l, and 43.8 g/l.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas 4000 c (311) stand alone system. The sample initially resulted in an albumin value of 60.6 g/l and this value was reported outside of the laboratory. The sample was repeated the next day, resulting in a value of 43.4 g/l. An amended report was issued after the repeat measurement. The albumin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the issue is consistent with a sample quality issue.